Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-23690. It was reported the patient¿s lead was fractured after a fall causing high impedances and ineffective therapy. Surgical intervention took place wherein the lead was explanted and replaced. Therapy was restored. It is unknown which lead was fractured, as such both leads are being reported.